Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programming settings on the implantable cardioverter defibrillator (ICD) were not holding. It was further reported during an implant procedure, the company representative (rep) pre-programmed a single chamber ICD with the physicians preferences and hit ¿save¿ under the parameters screen as ¿zweibel sc settings.¿ the physician decided to use a different device, so the rep returned all the settings to the initial interrogation settings and removed patient info. After interrogating a new device, the rep selected ¿save¿ ¿zweibel sc settings¿ and hit program. The rep noticed immediately the detection automatically turned on, so the rep turned it off. After the device was placed in the pocket, the device started to tone indicating an issue with the impedance measurement in the device. The rep indicated not experiencing this in the past. The current status of the programmer is unknown. No patient complications have been reported as a result of this event.